Event description:
Patient was undergoing a transvaginal laparoscopic hysterectomy. The uterine vessels were identified on the left side and the enseal g2 curved tissue sealer was used to seal the vessels twice and then cut. When the vessels were cut, it was clear that no sealing had occurred. The uterine artery was bleeding briskly. It was regrasped with the instrument which subsequently failed to seal the vessel once again. At this point the artery retracted into the adipose tissue and could no longer be identified. An emergency laparotomy was performed and containment of the bleeding was quite difficult due to the patient's habitus and deep pelvis. She ended up losing an estimated 5 l of blood requiring multiple transfusions and admission to the intensive care unit intubated after surgery. The inability of this instrument to function properly led to a catastrophic situation that was life-threatening.